Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was received for analysis a used needle-suture of product code sxpp1a404, lot pcm353. During the visual inspection of the used sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined along of strand and no suture breakage was found. However; body fluids at barbs were noted and a side of fixation tab were broken appear to be by the use of a surgical instrument. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received no performance breakage suture was noted.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2019 and the barbed suture was used. During surgery, the suture broke. A like device was used to complete the surgery. There were no adverse patient consequences reported.